Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's common bile duct, however the balloon would not inflate. It was reported that the balloon was removed from the patient and a small hole was found in the material upon inspection. A second hurricane rx biliary dilatation balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Investigation results: visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. The complaint about the balloon was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's common bile duct, however the balloon would not inflate. It was reported that the balloon was removed from the patient and a small hole was found in the material upon inspection. A second hurricane rx biliary dilatation balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.